Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed an error indicating an iab catheter restriction during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they performed a leakage test and the test passed. The system status was confirmed as good. Additionally, the fse confirmed that "iab catheter restriction" is the correct description. Device passed the performance and safety checks according to factory specifications.